Event description:
Acclarent was notified on 04/13/2012 of an event that occurred on (B)(6) 2012 during a hybrid sinus surgical case where both traditional fess techniques and acclarent ultirra balloon dilation technology were used. After traditional endoscopic ethmoidectomy and maxillary antrostomy procedures were performed, the surgeon noted purulence exiting frontal sinus outflow. In lieu of continuing to use traditional tools, the surgeon selected a 7x24mm acclarent ultirra device to dilate and irrigate, with saline, the frontal sinus. After which external swelling of the eye orbit was observed. The surgeon then opened the frontal outflow with traditional fess tools to allow for draining. Once the traditional frontal sinusotomy was completed, the eye swelling reduced. The pt awakened with some proptosis but no vision change. The surgeon saw the pt next day and other than slight proptosis all else was normal. Five days later, all symptoms resolved, with no further reported sequelae.

Manufacturer narrative:
No device malfunction had been identified and the surgeon stated all acclarent devices functioned as intended. Although the cause of the swelling cannot specifically be identified, the surgeon suggested that the chosen 7x24mm balloon may have been too large for the pt with thin bone lamina papyracea and it may have created the defect during inflation, then the irrigation tip of the device may have entered the defect causing saline to enter the orbit. We will continue to update the file with any additional info and provide subsequent reports if required.